Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. A box clamp was secured about halfway down the catheter body. After the sample failed functional testing, the catheter body was microscopically examined. A small slit and divot were detected in the catheter body just above the box clamp. This damage is consistent with the catheter body coming in contact with a sharp object (scissors, scalpel, needle, etc.). The catheter body contained a slit and divot 155 and 164 mm from the distal end, respectively. The total length of the catheter body measured to be 215 mm which is within specifications of 207-227 mm per product drawing. The catheter was initially flushed to ensure no blockages were present. All three extension lines were then pressurized using a lab inventory syringe. A small leak was detected from a slit in the catheter body. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization location" the customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained one slit and one divot, causing a small leak to occur. This damage is consistent with the catheter coming in contact with a sharp object (scissors, scalpel, needle, etc.). A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "extension line is breach during using on patient".

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates catheter body leak - found in use.

Event description:
The customer reports: "extension line is breach during using on patient".